Event description:
During device evaluation by baxter, failure code 810:11 was found in the event history. This condition is due to an out of calibration ail pcb (air in line printed circuit board). There is no patient injury or medical intervention associated with this report. This event occurred during product evaluation. This device utilizes user interface module master software version (B)(4) categorized as remediated

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high pace impedance >2000 ohms when programmed 'tip to ring'. The lead was tested in other configurations and impedance was within range when programmed 'tip to coil' so the configuration was changed to this setting. It was later reported that the lead was explanted due to loss of capture at maximum outputs and impedance >2000 ohms. The lead was replaced with a competitor product. No adverse patient effects have been reported.

Manufacturer narrative:
Failure code 810:11 was confirmed through the event history due to an out of calibration ail pcb. The ail pcb was calibrated and verified. (B)(4).

Manufacturer narrative:
Additional information: during review of the event history it was determined that the reported condition occurred on (B)(6) 2010. Complaint no: (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?810:11 failure code?. (B)(4).